Event description:
Pt commenced on pethidine pca 500mg in 50 mls with 120mgs 4 hrs. Pt given all of the syringe in six hrs instead of 20 hrs. Machine changed - pt seen by anesthetist. No pt injury or adverse reaction.